Event description:
Device malfunction: one. Time of symptoms/ae: during vessel closure. Symptoms/ae: retroperitoneal bleed, hypotensive, nausea, anemia, hypovolemic. It was reported that a tech trained in the use of the starclose se device achieved uneventful arteriotomy closure in 2008 of the common femoral artery after an interventional procedure. Reportedly, during cardiac stenting, the blood pressure decreased and after the procedure, hypotension developed. A computed tomography scan identified extraperitoneal and retroperitoneal bleeding. A right internal jugular catheter was placed for hemodynamic measurement and administration of fluids. The central venous pressure was measured at 0-2 mmhg, indicating a hypovolemic response and a drop in serial hemoglobin and hematocrit values revealed a degree of anemia. Two units (500ml) of packed red blood cells were transfused and a femostop was placed. The pt was discharged three days later, when the hemoglobin and hematocrit values normalized and hemodynamic stability was restored. There were no reported adverse pt sequelae. Though requested, no additional info was provided.

Manufacturer narrative:
(Nausea, anemia, hypovolemic) - study pt. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.